Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a backup alarm failure. No patient harm was reported. Patient information has been requested.

Manufacturer narrative:
The cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.

Manufacturer narrative:
Follow up attempts were made to obtain patient information and device repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported a backup alarm failure. The customer reported patient involvement with no harm to the patient.. Patient information has been requested.